Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard? If so, when? Was there a clinical/procedural reason the ecs29a was used as opposed of the cdh29a? Approximately, how thick was the tissue? Was the 30 minute delay a result of the secondary consequence (leak and diverting loop ileostomies?

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the assistant fired the circular stapler as per normal, donuts were inspected and were all found to be complete. Patient had bubbles during leak test and anastomosis had to be reinforced with sutures and diverting loop ileostomies were formed as a result. Patient had diverticulitis disease. Case was delayed for approx 30 minutes. Patient will have to undergo re-surgery to reverse the closure of ileostomy. Device has been discarded.